Manufacturer narrative:
Additional information: according to the received information, the conductive link has extruded into the external auditory canal. Despite several inquiries no additional information has been received with regards to any possible contributory factors to the reported extrusion. No date for re-implantation has been scheduled yet.

Event description:
The conductor link has extruded and is visible in the ear canal. The patient has no access to sound.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The conductor link has extruded and is visible in the ear canal. The patient has no access to sound. The patient will be re-implanted with bonebridge but a date is not yet known.